Manufacturer narrative:
This report is a response to an RMA request initiated by an amt sales representative. We have assigned complaint # (B)(4) to this report. Based on the reported information, there was no death nor did this result in permanent impairment or a serious injury that is life-threatening, as defined by the FDA. Amt does not consider this complaint reportable due to the lack of patient harm and no additional intervention was required to avoid serious injury or death. However, after additional review of the details and similarity with other complaints, we have decided to report this record to FDA out of caution. The device was discarded after use and was not available for return, so the device could not be evaluated and device failure could not be confirmed. A DHR review could not be completed due to a lack of recorded lot information, and because no anomalies were observed the incident is not believed to have resulted from a manufacturing defect. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Per the original complaint received from the customer: during a bridle placement procedure, the magnet came out of the orange stylet side of the bridle inside of the patient's nare. She then had to use the blue probe to dig for the magnet and was able to retrieve it without any further intervention. No harm to the patient and procedure carried on without issue after the magnet was retrieved.